Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had damaged bearings. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.